Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on information provided and without the device to analyze, a cause for the reported inability to open the clip could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was prepared per the instructions for use (IFU) and inserted without issues. However, when the clip was positioned directly above the mitral valve, the clip was unable to open. Troubleshooting was performed, but the clip was still unable to open. Therefore, the clip was removed and replaced. One clip was then implanted, reducing the mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.